Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the architect i2000sr top cover hinges were loose and not holding the cover in the up position. The customer was hit on the head when the top cover failed to remain open. No medical attention was required. Field service was dispatched and adjusted the top cover spring tension to prevent the cover from falling.